Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired from the field service engineer, the system was not in clinical use when the issue occurred and was found at the time of turning on the device. There was no patient involvement, and no harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on site and confirmed a geometry movement malfunction. The field service engineer checked the logfiles onsite and observed an active button on the control module had been detected. Troubleshooting actions showed that the control module was defective and needed to be replaced. The field service engineer replaced the control module and downloaded the software which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the c-arm would not move. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.